Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was found that the right atrial lead was dislodged. The dislodgement was confirmed by an x-ray. The lead was repositioned on (B)(6) 2020 and remained in use. The patient was stable.